Event description:
On (B)(6) 2023, fujifilm healthcare americas corporation became aware of an event involving echelon xl 1.5t MRI system. The exact date of the event is unknown. It was reported that a patient experienced a burning sensation on their abdomen where the call bell was laid that resulted in redness during a scan of the lumbar spine. The facility noted some redness on the patient's abdomen, but no medical treatment or surgical intervention was required. There was no death associated with the event.